Event description:
It was reported that during an unk procedure, it was impossible to open the device. The surgeon had to cut away the device. The surgeon fixed loose tissue and completed the procedure with hand suturing the incisions. There were no adverse consequences for the pt. The surgery was extended by 30 mins. The surgeon indicated that the event was not device related.

Manufacturer narrative:
Evaluation summary - the device was returned with the handles damaged and anvil closed. A reload was received loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional test could be performed due to the condition of the returned device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.